Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: chapter 7, "cleaning, disinfection, and sterilization procedures". Using improperly or incompletely reprocessed, the endoscope's distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures. Warning. ·all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Important information ¿ please read before use. Warnings and cautions: caution: ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·to prevent unnecessary patient exposure to ultrasound radiation, follow the 'as-low-as-reasonably achievable' (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the "live" ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, low angulation in all directions, forceps elevator has foreign material, low angulation in all directions, free play in up/down/right/left knob, suction cylinder shaved, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on bending section rubber detached, connecting tube scratched, distal end scratched, scope connector scratched, due to damage on biopsy tube, water tightness lost, and acoustic lens scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the evis exera ii ultrasound gastrovideoscope had low angulation and major free play issue. Upon inspection and testing of the returned device, foreign material was found on the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.